Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), headache ("headaches"), alopecia ("hair loss"), nausea ("nausea"), feeling abnormal ("brain fog"), sleep apnoea syndrome ("sleep apnea"), haematoma ("hematoma"), weight increased ("weight gain"), tooth disorder ("dental issues"), depression ("depression"), anxiety ("anxiety"), pelvic pain ("pelvic pain"), rash ("skin rash"), abdominal distension ("abdominal bloating") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, headache, alopecia, nausea, feeling abnormal, sleep apnoea syndrome, haematoma, weight increased, tooth disorder, depression, anxiety, pelvic pain, rash, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, depression, device dislocation, feeling abnormal, haematoma, headache, nausea, pelvic pain, rash, sleep apnoea syndrome, tooth disorder and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("one of the coils was embedded in my uterus") and device expulsion ("migration of implant / migration of essure device location of device: uterus") in an adult female patient who had essure (batch no. 922610) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she does not underwent essure confirmation test". The patient's past medical history included miscarriage and caesarean section. Previously administered products included for an unreported indication: contraceptive nos. Concurrent conditions included obesity and hypertension since 2010. Concomitant products included omeprazole since 2017. On 2012, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"), nausea ("nausea"), feeling abnormal ("brain fog"), sleep apnoea syndrome ("sleep apnea"), rash macular ("rashes or skin conditions type:red itchy spots"), the first episode of headache ("headaches"), back pain ("back pain") and neck pain ("neck pain"). In 2014, the patient experienced depression ("depression"), anxiety ("anxiety"), pelvic pain ("pelvic pain"), abdominal distension ("abdominal bloating"), constipation ("constipation"), diarrhoea ("diarrhea"), flatulence ("gas") and dyspepsia ("heartburn"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and tooth disorder ("dental issues / dental problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), the second episode of headache ("headaches"), haematoma ("hematoma"), weight increased ("weight gain"), rash ("skin rash"), abdominal pain ("abdominal pain") and fatigue ("fatigue"). The patient was treated with surgery ((B)(6) 2015 - hysterectomy with bilateral salpingectomy) and surgery ((B)(6) 2015 - hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, the last episode of headache, alopecia, feeling abnormal, sleep apnoea syndrome, haematoma, weight increased, tooth disorder, depression, anxiety, rash, abdominal distension, abdominal pain, rash macular, constipation, diarrhoea, flatulence, dyspepsia, back pain, neck pain and fatigue outcome was unknown, the nausea was resolving and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, constipation, depression, device expulsion, diarrhoea, dyspepsia, embedded device, fatigue, feeling abnormal, flatulence, haematoma, nausea, neck pain, pelvic pain, rash, rash macular, sleep apnoea syndrome, tooth disorder, weight increased, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of embedded device ("one of the coils was embedded in my uterus") and device expulsion ("migration of implant / migration of essure device location of device: uterus") in an adult female patient who had essure (batch no. 922610) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she does not underwent essure confirmation test". The patient's past medical history included miscarriage and caesarean section. Previously administered products included for an unreported indication: contraceptive nos. Concurrent conditions included morbid obesity and hypertension since 2010. Concomitant products included omeprazole since 2017. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"), nausea ("nausea"), feeling abnormal ("brain fog"), sleep apnoea syndrome ("sleep apnea"), rash macular ("rashes or skin conditions type:red itchy spots"), the first episode of headache ("headaches"), back pain ("back pain") and neck pain ("neck pain"). In 2014, the patient experienced depression ("depression"), anxiety ("anxiety"), pelvic pain ("pelvic pain"), abdominal distension ("abdominal bloating"), constipation ("constipation"), diarrhoea ("diarrhea"), flatulence ("gas") and dyspepsia ("heartburn"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and tooth disorder ("dental issues / dental problems"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), the second episode of headache ("headaches"), haematoma ("hematoma"), weight increased ("weight gain"), rash ("skin rash"), abdominal pain ("abdominal pain") and fatigue ("fatigue"). The patient was treated with surgery ((B)(6) 2015 - hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, the last episode of headache, alopecia, feeling abnormal, sleep apnoea syndrome, haematoma, weight increased, tooth disorder, depression, anxiety, rash, abdominal distension, abdominal pain, rash macular, constipation, diarrhoea, flatulence, dyspepsia, back pain, neck pain and fatigue outcome was unknown, the nausea was resolving and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, constipation, depression, device expulsion, diarrhoea, dyspepsia, embedded device, fatigue, feeling abnormal, flatulence, haematoma, nausea, neck pain, pelvic pain, rash, rash macular, sleep apnoea syndrome, tooth disorder, weight increased, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and plaintiff demographics added. Historical condition, concomitant disease, concomitant drugs were added. Updated suspect drug indication. Lot no. Received. Events: one of the coils was embedded in my uterus, red itchy spots, fatigue, constipation, diarrhea, gas, heartburn, headaches, back pain, neck pain and she does not underwent essure confirmation test added. Event device dislocation updated to device expulsion. Event outcome for events pelvic pain and nausea updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.